Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced optic neuropathy following vitrectomy surgery. The surgeon noted postoperatively. The surgeon does not suspect any company products are connected to the optic neuropathy.